Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 162.3 cm., body mass index (bmi) 24.4 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted bilateral nipple sparing mastectomy (nsm) surgical procedure. Bilateral incisions were extended to remove the specimen. Bilateral skin flaps were viable at the end of the nsm and reconstruction procedures. A one stage reconstruction was performed and bilateral drains were placed (removed 12 days later). The patient was discharged the same day. There were no intra-operative adverse events and no da vinci device malfunctions during the procedure. A return to the operating room for removal of antibiotic beads and replacement of implant occurred seven months later. During a follow-up visit the next month, a right breast seroma was reported; a palpable fluid collection on the right reconstructed breast was noted. A radiology visit was ordered for evaluation and aspiration; 142 cc of seroma were aspirated from the right breast pocket. No sequelae were noted. The study investigator reported the event as not a serious adverse event (sae), a clavien-dindo grade iii, not related to the da vinci study device, not related to the nsm procedure, not related to the reconstruction procedure.